Event description:
It was reported that the patient was admitted to the hospital last night due to chronic emesis symptoms and the doctor wanted to have the device checked. It was noted that the patient was recently implanted. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 4351-35 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 4351-35 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
Additional information was received which reported that the patient¿s device was interrogated and was working properly. The patient¿s surgeon was notified of that in order to make ¿decisions¿ on her care. Two days later, it was indicated that the reporter couldn't say whether the patient's symptoms were device related. However, it seemed to be "simple gp symptoms" due to poor diabetes control.